Event description:
The customer reported that the device unexpectedly shutdown via battery power during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown via battery power during use. No adverse patient impact was reported. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.